Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the patient's icm is connecting and transmitting, however, no information was provided as to what caused the ble issue or how it was resolved. There were no reported patient consequences.